Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023. H6: investigation summary a complaint of leakage due to damaged tubing was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were observed. The sample was then primed, and leakage was observed. The leak was coming from the top of the pumping segment. Multiple pin holes were noted when looking at the tubing under a microscope. A device history review could not be completed as no batch number was provided. The manufacturing plant was notified of the defect seen. The root cause was determined to be misloading of the pumping segment. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: noticed a large puddle on the ground. Ivpb and primary carrier line mostly empty. Removed tubing from patient and upon further inspection noted a small break / leak in the line near the blue connector piece that sits at the top of the channel. Just one primary tubing and one secondary tubing were involved. The rn was hanging an antibiotic and later noticed a puddle and a tear in the tubing. The antibiotic was retimed and given appropriately.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: noticed a large puddle on the ground. Ivpb and primary carrier line mostly empty. Removed tubing from patient and upon further inspection noted a small break / leak in the line near the blue connector piece that sits at the top of the channel. Just one primary tubing and one secondary tubing were involved. The rn was hanging an antibiotic and later noticed a puddle and a tear in the tubing. The antibiotic was retimed and given appropriately.